Manufacturer narrative:
Concomitant medical products: product ID: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and was reviewed. Alerts were noted to have been triggered for hi gh/undefined superior vena cava coil impedance on the right ventricular (rv) lead as well as for high/undefined atrial impedance a few years earlier. The svc coil was noted to have been programmed off and the device was noted to be in vvi mode. The leads remain in use. No patient complications have been reported as a result of this event.